Event description:
Health care professional (hcp) reported a patient (pt) was receiving hemodialysis on the baxter meridain device when the pt experienced shortness of breath, tightness in the chest and nausea. Hcp noted the device alarmed with air detected, twenty minutes into the three hour treatment, and hcp reported microbubbles noted in the venous chamber and venous line. Hcp lowered head of the chair, turned the patient on the left side and administered 2 liters oxygen per minute via nasal cannula. Treatment was discontinued on this device and restarted on another meridian device with an all new setup. The estimated blood loss was 200cc. Vital signs pre-treatment were: blood pressure 145/65mmhg; pulse 65 beats per minute; temperature 98.8. During the episode the pt's blood pressure was 147/58mmhg, pulse 68 beats per minute. And post-treatment the pt's blood pressure was 154/5mmhg, pulse 66 beats per minute, and temperature 99.8. Initial adverse signs and symptoms exhibited by the patient were resolved and the patient's breathing returned to a normal rate with no signs of distress. Pt expressed feeling better.